Manufacturer narrative:
(B)(4) the t:slim g4 system documented is being reported under the MFR-3004753838-2016-53872.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection that occured on both the insulin pump and the continuous glucose monitoring system. No additional patient or event information is available.